Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, failure to follow steps/instructions. A femoral angiogram was not taken. Under closure procedure caution: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, per instructions for use: under precaution: the starclose se vascular closure system should be used by only operators trained in diagnostic and therapeutic catheterization procedures, who have been trained by an authorized representative of abbott vascular. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. During manufacturing, all starclose se devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and are not damaged. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Difficulty in removing the device can be caused by inadequate nick and spread incision or by not maintaining angle of tissue tract during advancement of the thumb advancer. Reportedly, a femoral angiogram was not performed. The starclose se instructions for use (IFU) instructs to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. Based on the reported information and the inspection criteria, a definitive cause for difficulty in removing the device after clip deployment could not be determined; however, not performing a femoral angiogram may have been a contributing factor. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There is no indication of a device quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after an diagnostic procedure. Reportedly, after the clip was deployed, the device could not be removed from the patient's anatomy. A cutdown procedure was performed to remove the device and sutured the artery close to achieve hemostasis. The procedure was delayed 20 minutes. A 6fr sheath was used. There were no reported adverse patient sequelae. No additional information was provided.